Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an anterior cervical discectomy and fusion on (B)(6) 2010, and suture was used. While the surgeon was sewing in a drain, the needle broke. The tip was recovered and there was no adverse patient consequences reported.